Event description:
It was reported on september 23, that the gantry of the system was shaking during tomo sweep. A field engineer examined the device and found 8 bolts on the vta that were loose. The field engineer tightened all screws and realigned the tomo gears, ran a tomo gain calibration and tomo motion calibration. Tested it and system was performing per manufacturing specification¿s. No injury was reported.

Manufacturer narrative:
An investigation was completed: on (B)(6) 2024, it was reported under a separate complaint that the gantry was shaking. The customer cancelled the service visit due to not being ready for repairs. On (B)(6) 2024, the customer reported system shaking again under this complaint. The field engineer (fe) was dispatched to the customer site and found the vertical travel assembly (vta) bolts were loose. The fe tightened the bolts to resolve the shaking. On (B)(6) 2024, the customer reported system shaking during tomo sweep under a new complaint. The fe was redispatched to the customer site and replaced the vta bolts using the replacement kit to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 2,651 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The vta was installed on this gantry with no issues noted. System product code: sdm-sys-9000-3d serial number: (B)(6) manufacture date: 06-21-2017 system installation date: (B)(6) 2017 unique device identifier (UDI): (B)(4).